Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead exhibited capture thresholds of 5.0 v, 1.5 ms. The p-waves were at 0.2 - 0.5 mv and lead impednace was at 521 ohms.